Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated.

Event description:
It was reported the patients lead displayed high impedances resulting in ineffective stimulation. As a result, surgical intervention was undertaken wherein the patients impeded lead was explanted and replaced to address the issue.